Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a dislodged grip cable at the proximal end within the housing. Due to the dislodge failure, there was no movement and the grips cannot be opened/closed. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the dislodged cable. The complaint regarding the clip was not locking when trying to clip a vessel was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem o lok clip was not locking when trying to clip a vessel. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no harm to the patient. Large hem-o-lok clips were used, and the surgeon used a large clip on the vessel. The vessel was not greater than the specified diameter in the IFU, as it was well dissected with fat/tissue cleared for appropriate access. The clip applier functioned properly for the first two applications, but issues occurred on the third application, and two further attempts also failed to clip. The issue was resolved by using a backup clip applier. There may be videos of the event available in the hub if the case was recorded.